Event description:
Health care professional reported measurement discrepancies and refractive surprise on a patient. The doctor will be doing iol exchange to correct patient's vision.

Manufacturer narrative:
Three good faith efforts were made to obtain missing information from the customer in order to complete the investigation; however, the customer was unresponsive. The most possible root cause cannot be determined based on the available information. A number of factors not related to the iolmaster may have influenced the measurements. Not all are controlled by the manufacturer. There is no information that reasonably suggests that there was a malfunction of the zeiss device that could have contributed to the reported unexpected surgical outcome. Description of changes: field b4: added "date of this report" 10/06/2025. Field g3: updated "date received by manufacturer" to "09/11/2025". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: added "additional information", "device evaluation". Field h6: added investigation findings code "213", investigation conclusion code"4315". Field h11: added manufacturer narrative. Added description of changes.